Manufacturer narrative:
(B)(4)

Event description:
The customer complained of an erroneous high result for 1 patient tested for online tdm vancomycin gen. 3 (vanc3) on a cobas 6000 c (501) module. The incorrect result was not reported outside of the laboratory. The initial vanc3 result was 17.6 ug/ml. The c501 module automatically repeated the sample and the result was 39.3 ug/ml. The customer repeated the sample on another analyzer and the results were 15.7 ug/ml and 16.1 ug/ml. The customer thought the initial result from the c501 module and the repeat results from the other analyzer were correct and reported the result of 17.6 ug/ml outside of the laboratory. No adverse event occurred. The vanc3 reagent lot number was 21941801 with an expiration date of 28-feb-2018. The customer repeated 5 patient samples for troubleshooting purposes and the results corresponded well to the initial results. The customer declined a service visit.

Manufacturer narrative:
Since calibration and qc were acceptable a general reagent issue can be excluded. The investigation was unable to find a definitive root cause.